Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2011 where the surgeon noted the ¿mesh had completely detached from the abdominal wall at its superior half, and various loops of bowel and pieces of omentum were adhesed on either side of the mesh. A tedious lysis of adhesions was then performed to remove the bowel and omentum that was adhesed to this floppy, detached mesh.¿ it was reported the patient continues to experience severe pain, nausea, diarrhea, constipation, chills, fever, inflammation, swelling, loss of appetite, loss of energy, sleeplessness, pulling sensation and discomfort. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following the procedure the patient experienced recurrent incisional hernia, and foreign body giant cell reaction. No additional information was provided.

Manufacturer narrative:
(B)(4). Details: it was reported that following the procedure the patient experienced abdominal pain, and vomiting. No additional information was provided.